Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 9 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s percutaneous lead (driveline) was covered in rescue tape. The patient was asymptomatic. A request for a log file review was requested of the technical service representative. The data showed low speed advisories and pump speed captured as low as 3300 rpm. A provided external x-ray image of the driveline did not show any obvious areas of concern. The technical service representative was on site (B)(6) 2018 for a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The lvad was connected to a grounded patient cable after the replacement and the alarms did not return. No additional information was provided.